Manufacturer narrative:
At this time no conclusion can be made. The information provided alleges that the patient underwent an additional surgery, during which the mesh is alleged to have found adhesions, a recurrent hernia and the bard/davol perfix plugs (device #1 and device #2) were explanted. However, no medical records were provided and no sample was returned for evaluation. Recurrence and adhesions is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol perfix plug (device #2). An additional emdr was submitted to represent the bard/davol perfix plug (device #1).

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2010: the patient underwent hernia repair surgery. It is alleged that the patient was implanted with a medium perfix plug (device #1), and a large perfix plug (device#2). In (B)(6) 2017: the patient was referred to a general surgeon for left groin pain. On (B)(6) 2017: the surgeon recommended that the patient undergo left groin exploration. On (B)(6) 2017: the patient underwent exploration of the left groin. It is alleged that during this surgery, the surgeon discovered significant adhesions from the bard/davol perfix plugs (device #1 and device #2), which had entwined with the inguinal floor and the spermatic cord structure, as well as a weakened inguinal floor and recurrent hernia, requiring immediate surgical removal of the hernia mesh and hernia repair. The bard/davol perfix plug (device #1 and device #2) is defective. The bard/davol perfix plug (device #1 and device #2) implanted in the patient failed to reasonably perform as intended, caused serious injury, had to be surgically removed via invasive surgery, and necessitated invasive surgery to repair the hernia that the bard/davol perfix plug(device #1 and device #2) was initially implanted to treat. The patient has suffered severe physical injuries, permanent harm, and significant pain and suffering.